Event description:
Additional information was received from the patient. Patient reported they were having trouble with their sciatica nerve hurting down their leg. Patient said that on the left side of their leg they could feel pulsations of the machine but were not sure about the sciatica pain being connected to the pulsation from the implant. Patient stated they went to their healthcare provider (hcp) yesterday and the nurse practitioner decreased the stimulation. Patient said they don't feel the pulsations as much now but they can still feel the tingling a little bit in their leg. Hcp stated that if they keep having issues with the sciatica they might need to get an MRI done to further check what was going on. Agent reviewed therapy information and general programming guidance. The patient was redirected to their hcp to further address the issue. Patient reported: sciatica pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that when they put the implant in they think they got it close to their sciatica nerve and the pulse stuff goes down in their right leg into their calf down in that area and it's making their leg hurt. Patient said they can still feel the pulsation towards their bottom but they didn't know if they were supposed to feel it down the sciatic nerve. Patient stated they have discussed this with the doctor yesterday and the doctor had their nurse come in there and they worked on it with the patient but patient didn't get to see the nurse anymore because it started hurting and they did not know what to do. Agent walked patient through how to connect to their settings. Patient was able to successfully connect and decrease stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. Patient reported: painful stimulation / stimulation in different location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.